Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product- patella reaming surface guide, 51mm diameter catalog# 00512007151 lot# 63340333, patella reamer clamp catalog# 00512007000 lot# 63488642, patella reamer with pilot drill, 51 mm (drive unit) catalog# 00597907751 lot# 60007574. Customer has indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a knee arthroplasty procedure that the device seized and could not be used. The procedure was completed with a different device. No adverse events have been reported as a result of the malfunction.